Event description:
Post-op images revealed the screw head of the reduction screw came off after surgery. No revision surgery has occured at this time.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. No device was returned for evaluation as it remains in the patient. The exact cause of the reported complaint cannot be determined. The following sections have been updated: b4, e1, e3, h2, h6, h10